Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with constant failed battery alarms after new battery installation. Unable to perform sleep current test, active current test and self test due to constant failed battery alarms. Unable to download pump¿s history and trace files using thus software due to constant failed battery alarms. Unable to retrieve the power management graph. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, motor, force sensor. Problem isolated to the electronic assemblies. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, broken belt clip rails, and cracked case. Alleged failed battery alarms confirmed during testing problem isolated to the electronic assemblies. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump was cracked. The customer reported no adverse event. The event involved product mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinued the use of the device. Mmt-1712kl was requested and customer response was the device was returned for analysis.